Manufacturer narrative:
Reported verbally by vp of sales at aurora to the director of engineering. There is no written record of this event; no hospital or doctor submitted a complaint or other written communication. The doctor does not wish to explant and patient does not report pain or problems. The implants are unavailable, and neither patient records nor the xray are available. The reported "opening" is roughly defined as when the engagement teeth on the male portion of the zip implant do not hold sufficient traction or leverage over the ribs of the female portion of the zip implant. Engineering summarizes the reported failure is due to improper use of the zip removal tool to adjust an already in-place implant. The engineering analysis concludes the reported failure may only be replicated by excessive misuse of the zip removal tool to adjust in-place implants, which is specifically warned against in the zip IFU. The IFU for the zip removal tool states that any time the tool is used, the zip must be discarded in favor of a new implant. The doctor was trained to this method, and certification of the training is on file.

Event description:
On 27 may 2021, a sales representative relayed information from a doctor that two zip devices partially opened following a lumbar fusion. The partial opening is visible on xray. No patient problems reported. No explant performed.